Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced increased radiating right leg pain. Interrogation of the device was done and some electrodes were found to be out of range. Reprogramming was done with improved stimulation paresthesia. This event is considered ongoing. As additional information becomes available a follow up report will be sent.